Event description:
A power source alert 07 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.